Event description:
According to the reporter, during a wedge resection procedure, there was poor staple formation - the staple could not form the b shape. Also, the central staple line was incomplete. Another device was used to complete the case. There was no patient injury.